Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak of the main body complaint is confirmed. The additional endovascular procedure is confirmed. This is consistent with the reported adverse event/incident. No contributing factors were identified. Device, user, procedure or anatomy relatedness of the complaint could not be determined. Procedure related harms for the complaint could not be determined. The final patient status was reported to be fine with no other symptoms and has discharged home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents h3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela infrarenal on (B)(6) 2022. On (B)(6) 2025 a follow up CT was taken, reviewed, and was deemed clean. On (B)(6) 2026, the patient presented emergently with abdominal pain at an unknown facility. An angiogram subsequently identified a type iiib endoleak at the level of the aortic bifurcation. Patient referred to ao mauriziano torino where reintervention was performed immediately. An afx2 bsg, an afx vela infrarenal, and two endurant iliac limbs (non-endologix) were implanted. The patient is reported as being fine with no other symptoms and has been discharged home.